Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery - hot to touch / power charger / usb cable issues was verified, but the battery - not holding charge issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions and that the pump battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. Additionally, it was also reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and wall power adapter. A new charging cable and wall adapter was sent to the customer. There was no reported adverse impact to the customer¿s blood glucose level.